Event description:
It was reported the patient's implantable neurostimulator (ins) was "not working." And it was thought that "it quit." It was also reported the patient could not lose weight, had fibroid uterine tumors, lung tumors, heart problems ("60% operational"), and was allergic to "ibt" dyes. The patient's feet were reported to have been swelled with a lot of fluid with a burning sensation on the top of the feet. The patient was on diuretics. The patient's feet "were like that" prior to getting the ins implanted. There was no clear device relation reported regarding the patient's health issues. The patient was seeking a physician for follow up with the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3080, lot# l70250, implanted: (B)(6) 1999. Product type: lead. (B)(4).